Event description:
Additional information received reported that the catheter ¿kinked and broke¿ and the patient developed spinal fluid headaches. She was unable to get to her needed rehab. It was noted that the patient was very active, and that could be the cause of catheter issues.

Event description:
It was reported that patient experienced decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit. Beginning (B)(6) 2011, the patient began experiencing increased stiffness. Verification of pump contents, adjustment of dosing and catheter access port (cap) aspiration were all completed with no improvement of patient symptoms. The patient had x-rays completed in october and a spiral CT completed on (B)(6) 2011. The CT scan was significant for a catheter leak. The pump and catheter were replaced on (B)(6) 2012. The patient improved after the revision. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported it was a catheter break in the periphery.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4).